Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance values. A lead revision was attempted. After repositioning the lead, it could not properly connect to the device. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The rv lead was strongly attached to the superior vena cava and was unable to be explanted. The rv lead remains inactive in the patient. No patient complications have been reported as a result of this event.